Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. Cause was not known. Customer mentioned they went to the emergency room (ER) on (B)(6) 2022 for three hours. The customer received third party assistance from ER care providers (hcp) as they gave customer IV and fluids of saline and insulin to address the bg. The customer was released from the hospital on (B)(6) 2022 with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.